Event description:
See initial report.

Manufacturer narrative:
Through follow up communication, livanova deutschland learned that the device was cleaned regularly per the IFU and was placed outside of the operation theatre during use.

Event description:
See initial report.

Manufacturer narrative:
H.10: through further follow-up communication, livanova learned that the device was actually placed inside the operation theatre during use, with the fan directed opposite to the patient and at an estimated distance of two (2) meters from the surgery field. Thus, the previous information about device placed outside the operating theatre was not correct.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova deutschland received a report, that a heater-cooler system 3t was found to be contaminated with mycobacterium chelonae and gordonae. The lab report has been supplied. There is no known patient involvement.